Event description:
Add'l info received from MFR 8/30/03: a total of 6 devices were manufactured and 36 devices were shipped between 1/1/99 and 8/28/02 as follows: year: manufactured: shipped:, 1999, 0, 18; 2000, 6, 6; 2001, 0, 9; 2002 (ytd), 0, 3; totals: 6, 36. Number of complaints received by year for this device: year: # complaints:, 1999, 0; 2000, 0; 2001, 0; 2002, 1; total: 1.

Event description:
Broken im nail.